Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Dislocation of left hip.

Manufacturer narrative:
An event regarding dislocation involving an ace shell-cluster hole por 56mm implant was reported. The event was not confirmed. Conclusions: based on the provided information it has been determined that this event is associated with an off-label application. The result of off label is due to the fact that the ace line e-poly neut 36/56 implant and the delta v-40 ceramic head 36/5 are not compatible. According to IFU, qin 4350 rev h indicates in insert-to-head, howmedica osteonics polyethylene inserts can be used with all howmedica osteonics metal or ceramic heads. The ace line e-poly neut 36/56 is not an howmedica osteonics product. Pi-002 indicates that mako implants and trial components from different manufacturers or implant systems should never be used together since articular and dimensional compatibility cannot be assured. Therefore, this is considered off-label.

Event description:
Dislocation of left hip.